Event description:
The device was returned due to the display being blank. The results of the investigation found that the latch lock sensor was broken. There was no patient involvement.

Manufacturer narrative:
B3: 2024 was the reported year of the event but the exact day/month was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a broken latch lock sensor was found. The latch lock sensor part is awaiting arrival and will be replaced once the part arrives.